Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
This pi is for the revised implants. It was reported that the patient's left hip was revised due to the shell shifting and becoming anteverted. Surgeon confirmed shifting by comparing post-op x-rays from primary implant on (B)(6) 2019 and post-op x-rays in (B)(6) 2019. Possible cause or contributor to shell shifting was not reported to rep. A shell, 2 screws, liner, biolox ceramic head and accolade ii stem were revised to a trident tritanium revision shell with 5 screws, an adm/mdm liner construct, lfit v40 metal head, and accolade ii stem. There are no allegations against the liner, head, or stem.